Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument was received with cracks on the handle housing, which are indicative of using the incorrect cleaning wipes on the device. Visual inspection after disassembling the device noted cracks on the oled screen. When the device was powered on, the screen stayed black. Functionally, the handle was placed on a charger and allowed to charge. When the handle was removed from the charger, the unit successfully passed motor test, but screen did not illuminate. The rear handle housing was removed and damage to the oled (organic light-emitting diode) and ir shield was found. It was reported that damage was present on the external component of the handle, and the display screen had an irregular output. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. Damaged oled screen can occur if the device is dropped. The evaluation detected an unreported condition: after disassembly of the device, a non-critical electrical component was found to be damaged. The product analysis noted evidence that the device was not used as intended. This issue can occur if the device is dropped. Another unreported condition was identified: during functional testing, a switch was found to be nonfunctional. When the corresponding key was pressed, the handle did not respond. The most likely cause for the additional condition is traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: wipe down all exposed surfaces with a slightly water dampened lint-free cloth to completely remove any gross debris from the device. If additional cleaning is required, use a hydrogen peroxide based wipe such as oxivir¿*tb per the manufacturer¿s instructions. Ensure the power handle is completely dry prior to inserting it into a sterile power shell or charger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the screen had no visibility. It was dark. The handle is broken with a knock near the connection of the adapter. There was no patient involved.